Manufacturer narrative:
Though no medical/ surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/ surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. As a result of a process change and retrospective review we found this event to be reportable. Evaluation of the device found expected normal wear. The device was repaired and returned to the customer. A DHR review was conducted with no discrepancies noted.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece reportedly over heated. There was no injury or intervention.